Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there were not well formed b shape staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Two devices were received in good visual condition. Device a was received with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 3 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. Device (b) was received with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.